Manufacturer narrative:
Tech stated that he just installed a new manifold and the head up and the foot hi/low up will not work. He checked the coils and they were working. He opened the hose for the head up and there was no fluid coming out. He replaced the head up valve. Repair is not yet complete.

Event description:
Account alleged that the head up and the foot hi/low up will not work.